Manufacturer narrative:
(B)(4). When the patient returned the following day for thrombus in the non-abbott ostial lad stent, the ramus origin appeared similar to the previous day. Both the lad and ramus vessels were wired; aspiration thrombectomy and balloon angioplasty were performed in the lad. After balloon angioplasty of the ostial lad stent, the origin of the ramus appeared worse and now had decrement in flow, however, due to the placement of the ostial lad stent, a balloon could not successfully be delivered into the ramus and no further pci was performed. It was noted that the patient expired in the cath lab shortly thereafter. Though requested, no additional information has been provided. The stent remains in the patient. The stent delivery system was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up will be submitted with all relevant information. There was no reported product deficiency and the product was not returned. The reported effect of death, as listed in the promus instructs for use is a known adverse patient event associated with coronary stent procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any cannot be determined, there is no indication of a product deficiency with respect to manufacture, design or labeling. The other promus stents, indicated are each being filed under separate MFR numbers. You are receiving this report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular drug eluting stent in the us.

Event description:
It was reported that the patient's index procedure was for interventions to the right coronary artery (rca) and left anterior descending artery (lad) with chronic total occlusions in both vessels; additionally, a dissection/re-entry was used for the lad; retrograde lesion crossing via an obtuse marginal epicardial collateral was used for the rca. A 2.75 x 32 mm non-abbott stent was deployed in the ostial lad with post-dilatation performed with a 2.75 x 12 mm non-abbott balloon catheter; a 2.25 x 28 mm promus was deployed in the mid/distal lad. A 2.75 x 38 mm non-abbott stent was deployed in the proximal rca, however, the ostium required another stent so the proximal stent, which had not expanded well and a residual more proximal lesion in the remaining unstented segment were dilated with a 2.5 x 20 mm non-abbott balloon and a 3.0 x 20 mm non-abbott balloon; subsequent fluoroscopy clearly showed 12 mm compression of the 38 mm non-abbott stent. It was noted that a 3.0 x 28 mm promus was deployed in the ostial rca; a 2.5 x 28 mm promus was deployed in the mid rca, and a 2.25 x 28 mm promus was deployed in the distal rca. It was noted that the origin of a very large ramus intermedius artery had mild disease in it prior to any percutaneous intervention (pci); after the lad ostial stenting, this origin was compromised likely from plaque shift but had timi 3 flow; no pci of the ramus was performed during this first intervention.